Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the issue was most like in reference to patient's previous report of seeing a "settings not available" message. Rep reported they did not have any records of interrogating the pt's device. Rep reported they did not observe any impedance issues when reprogramming the pt's device. It was unknown if the issue has been resolved. The information has been confirmed with the physician.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was about 3 days ago the patient noticed something different with their stimulation and can feel vibration in their whole body, and they thought that was unusual. Patient stated that they had to turn their stimulation off yesterday because they couldn't stand the vibration in their body. During the call the patient checked their settings and they were in group b with intensities at 6.2 and rate at 40. Patient added they saw rate 40 when they dropped "it". Agent reviewed the rate with the patient and redirected them to their healthcare provider to further address the issue. Patient mentioned that they left a voicemail for manufacturer representative (rep) this morning about their concerns. While still clarifying recent voice message, patient received another call and thought it was the rep then call got disconnected. During the call patient mentioned previously documented information saying this rep was the one who set the programming before when it was messed up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.